Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when removing the bone pin from the tibia. The tip of the bone pin was left in the tibia following a successful pka case with no surgical delay due to the failure. The fractured bone pins were discarded and not returned. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w47890 shows 3 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
A 3.2 x 140 bone pin sheared off in the tibia of a pka case issue.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A 3.2 x 140 bone pin sheared off in the tibia of a pka case issue.